Event description:
It was reported that the external pulse generator would not power on. The biomedical engineer did replace the battery, but upon power up, the device immediately shuts down. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator would not power on. The biomedical engineer did replace the battery, but upon power up, the device immediately shuts down. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator would not power on. Analysis did find that the lower case, two side bail covers and the ring cover were broken, that the control knobs were contaminated and the battery contacts compressed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.